Event description:
It was reported that, on the date of this report, the patient was having an MRI an infection in his back. The MRI was reportedly unrelated to the device system. The MRI was ordered by an emergency room (ER) physician as the patient had been brought to the ER. The date of onset/diagnosis of the infection was (B)(6) 2015. Prior to this date, the patient was doing well. At this time it was noted, during a visit with his pain management specialist, that he had erythema on the ¿pump site pain¿. It was also indicated the patient experienced redness and a blister over the incision. The healthcare provider (hcp) recommended a blood culture and some work-up for the patient. It was also indicated that a culture was obtained from the incision and drainage of the blister. On the date of this report, a blood culture came back positive for gram-positive cocci. With this new information, the patient was sent to the hospital for further evaluation and treatment. The patient was admitted. A physical examination was done. At this time, the patient was not in acute distress and was awake and alert and oriented to time, place, and person. The patient had a blood pressure of 135/84, pulse of 74, respiratory rate of 16, temperature of 98.7 degrees, and oxygen saturation of 95% on room air. The patient¿s skin had an erythematous area on the site of the pump, the left lower quadrant of the abdomen. There was no tenderness to touch. There was an open wound. The gram-positive cocci was noted to be most likely (B)(6). The patient did not have meningitis. The hcp planned to put the patient in isolation and start him on vancomycin and also zosyn, pending the blood culture report. Intravenous antibiotics (IV) were given. The hcp planned to ask infectious disease to consult with the patient. The hcp planned to check the patient¿s c-reactive protein and complete blood count for follow-up. The patient had a hemoglobin count of 12, hematocrit of 36.5, white blood cell count of 10, and neutrophils of 70.5. A chest x-ray was done, showing no acute cardiopulmonary process. The patient¿s last refill was on (B)(6) 2014. The patient outcome was unknown. It was noted that, before implantation of the device, the patient¿s risk factors included a debilitated status, urinary tract infections, and post-operative wound or skin contamination (incontinence, etc.). The device system was used to deliver compounded baclofen and hydromorphone. The final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8785, lot# n371258, implanted: (B)(6) 2014, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot# (B)(4), ubd 2016-11-13, UDI# (B)(4). Analysis of the pump found ¿no anomaly¿. Analysis of the catheter found ¿catheter body ¿ kink observed¿. If information is provided in the future, a supplemental report will be issued.